Event description:
It was reported that during an implant procedure it was attempted to calibrate the stylus of the programmer several times without any success. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up ok and it passes functional testing. Analysis was unable to confirm the reported event, no anomalies were found.